Event description:
It was reported, two days post implant, that the telemetry strips showed occasional dropped beats. There was oversensing on the ventricular channel when the egm is turned on, resulting in one dropped beat every 1 hr 30 seconds. The patient had to be kept an additional night in the hospital and required constant monitoring. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).